Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis. The patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 37 and 48 hours. Symptoms reported included feeling lung pressure, weakness, dizziness, heart beat increase and feeling of being unwell. When the pod was removed from the infusion site (arm) the adhesive appeared to be coming loose. At the hospital, the patient was also diagnosed with tachycardia with a heart rate of 101. As treatment, the patient was put on a drip and was given intravenous insulin, glucose, magnesium and salt. The patient was admitted on 6mar2025 and discharged the following day.